Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that potential pocket erosion was suspected due to a superficial appearance of the cardiac resynchronization therapy defibrillator (crt-d). The pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.